Event description:
It was reported that the subjected device exhibited error code b30. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the customer, it was suggested to : wipe the one connector with an alcohol prep pad and reinsert the scope. Remove and reset maj¿1933 and maj 1941 to defeat possible oxidation. Swap these cables with known reliable replacements from another towers. Swap in a known reliable cv-190. The esc key on the maj-1921 keyboard (attached to the cv-190) can be utilized to quell many error code displays. If esc not utilized, some error codes will remain despite the conditions that trigger the error code no longer being present. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned for evaluation. Based on the available information, the reported failure could not be confirmed, and no findings were identified during the investigation. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.